Event description:
Device 2 of 2: reference MFR. Report: 1627487-2014-24055; it was reported the patient underwent surgical intervention on (B)(6) 2014 due to a suspected infection. The physician opened the mid-back and pocket incisions and saw no sign of infection. A foreign body believed to be a previous anchor (lead kit) was removed due to pus found in a previous lead track between the ipg and anchor site. Patient has been on antibiotics post-operatively.

Manufacturer narrative:
The device history and sterilization records were reviewed. The device history and sterilization records were reviewed were found to meet specifications and no anomalies related to this event were found. The cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.